Event description:
The customer reported a malfunction on the pump, displaying a malf 0 code, and confirmed that no notable events occurred prior to the malfunction. There was limited information on the impact to the customer's blood glucose levels, including whether levels exceeded 500 mg/dl. Customer opted to use a backup therapy method to ensure uninterrupted insulin delivery, as coordinated with technical support. Technical support arranged for the shipment of a replacement pump, provided instructions on storage mode and return procedures, and issued guidance for using updated software and sensor management. Training was made available to the customer through their tandem source account.